Event description:
The company was notified of a mitroflow valve (model lx, size 21mm) explanted after approx 3 yrs, 1 month, reportedly due to structural valve deterioration. The mitroflow valve was replaced with a 19mm mitroflow valve (B)(4).

Manufacturer narrative:
Device evaluated by MFR. The device has been received for evaluation; initial gross examination and x-ray analysis confirm the presence of calcification.